Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that a lot of the buttons were not working. The customer's blood glucose was unknown. The customer stated that the reservoir ring was coming off and a lot of the buttons were not working and her belt clip was not working. The insulin pump will not be returned for analysis.